Event description:
Implant failed due to part/interface does not engage.

Manufacturer narrative:
Implant failed due to part/interface does not engage implant failed due to loss of osseointegration as additional information was received.

Event description:
Implant failed due to part/interface does not engage implant failed due to loss of osseointegration as additional information was received.